Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 6 months. Based on the follow-up with the health-care provider the explant was due to endocarditis, source teeth. Per the operative report, the surgeon found an essentially chewed up mitral valve prosthesis. The subject device was removed. The annulus was debrided of all debris and then a new 11 inverted mattress stitches were placed in the mitral valve. The 25mm valve was then seated, tied down the stitches. After this, the surgeon started rewarming. The valve was checked and it was working well. All the leaflets were moving. After thorough irrigation of the left atrium, the atriotomy was closed. The hemostasis looked good and valve on echocardiogram showed a very small perivalvular leak which had disappeared but the time protamine was given, there were no essentially perivalvular leaks. After a period of warming, the patient easily came off bypass.

Manufacturer narrative:
(B)(4) = "essentially chewed up mitral valve prosthesis." (B)(4) = device not returned. Unfortunately, the sample device has been discarded, therefore, no evaluation will be performed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no related nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. If the source of infection is known, include this information in the statement. In this case per the operative report, the patient was diagnosed with bacterial streptococcus pneumonia, streptococcus viridans bacteremia and oral dentition disease which is likely the source of infection. No further actions are possible with the available information.

Manufacturer narrative:
Unfortunately, the sample device has been discarded, therefore, no evaluation will be performed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no related nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case per the operative report, the patient was diagnosed with bacterial (B)(6) pneumonia, (B)(6) and oral dentition disease which is likely the source of infection. No further actions are possible with the available information.